Event description:
The customer reported that the main lamp on his olympus visera elite xenon light source was not igniting and only the spare lamp was coming on. According to the initial reporter, this event took place during device maintenance and had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Devices main lamp does not work due to a converter failure. In addition, the following non-reportable malfunction was found during the device evaluation: front panel appearance is poor, chassis appearance is poor, top cover appearance is poor, output connector is deformed, scratches on the power switch are present and the rear panel is worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the blinking light was caused by a faulty main lamp. It is likely the cause of the faulty main lamp was a malfunctioning converter. Olympus will continue to monitor field performance for this device.